Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73a1500626 investigation did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73a1500626 was confirmed. The components look well assembled, no stuck clip in jaws. Failure mode clip broke was not confirmed with sample received. No quality issues were found during functional testing the device functioned properly. Failure mode, clip broke, as reported was not able to be duplicated. Therefore, corrective action is not required at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the applier was preloaded with a clip then inserted into the trocar. When the surgeon attempted to lock the first clip, it broke at the hinge. The pieces fell into the patient but were retrieved by the surgeon. The surgeon completed the case using this applier. The patient's condition was reported as fine.